Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer in regards to receiving the sureform 60 white reload in addition to the sureform 60 stapler instrument used during this event. However, it was reported that the stapler instrument and reload were disposed of after the procedure. No product is expected to be returned for this event. The logs show a sureform 60 stapler instrument (part #480460-12, lot #k11260221-0021) was installed on the system 3 times and fired 3 sureform 60 reloads (2 blue, followed by 1 white). On install 1, the system failed to detect the reload color and the user manually selected the blue stapler reload on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient showed clinical signs of decompensation on post-operative day 5 requiring a re-operation to perform a resection of the prior anastomosis and an ileostomy. During the original procedure, a sureform 60 stapler instrument installed with sureform 60 blue reloads was used to divide the bowel, and a sureform 60 white reload was used for the anastomosis. A leak was identified on the posterior wall of the anastomosis, at the apex of the staple line. The surgeon stated there were no intra-operative issues with the sureform 60 stapler instrument and no errors messages were present. The bowel issue was not under tension, no tissue bunching was noted, and the surgeon did not cross another staple line while firing. Additionally, the surgeon stated the patient required a CT scan with IV, po, and rectal contrast. The patient is currently admitted in the hospital. It was reported that both the sureform 60 white reload and sureform 60 stapler instrument were disposed of after the procedure.